Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant ii bifurcated stent graft was implanted to treat an 84 mm abdominal aortic aneurysm. It was reported during the index procedure the endoprosthesis was inserted first sheathless and then with a non mdt 20f sheath. Due to iliac artery tortuosity and calcification, significant force was applied to both devices, and damage to the outer sheath of the delivery system was observed. The endoprosthesis opened prematurely with approximately 2 mm of graft exposed as the outer sheath retracted slightly while the system was still in the iliac artery. The device was retrieved during the procedure and was not used further and the procedure was completed without implanting a stent. Post procedure, the patient was reported alive with no injury the physician attributed the event to anatomy, specifically tortuosity and calcium.